Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the cause of the reported event was unknown. There was no injury to the patient. Following the reported event, the patient's pump was refilled on 2011-(B)(6). The predicted (expected) residual pump volume was 36.2 ml and the actual residual pump volume was 36 ml. The patient was to continue to be monitored by the physician. The patient was due for another refill in (B)(6) 2012.

Event description:
It was reported that a pt's pump had a volume discrepancy problem. The actual residual volume (arv) was less than the expected residual volume (erv); arv : 16ml; erv - 28 ml. Add'l info has been requested, but was not available as of the date of this report.